Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the instrument jammed during use and the operator used a second device with the same problem which extended the operating time by 1 h 30, and caused some bleeding.